Event description:
Intolerance to device use occurred subsequent to two weeks of non-use due to varicella blisters over the implant site. It was also reported that the patient experienced a performance decrement and discomfort with stimulation. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4), 2012.

Manufacturer narrative:
Per patient's audiologist, the patient resumes use of device with benefit. The implanted device remains. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4) implanted device remains.